Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq feature resumed insulin delivery when the blood glucose (bg) level was falling 1-2 mg/dl each minute. Bg was 112 mg/dl. Reportedly, customer was discussing event with their healthcare provider. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not respond.